Event description:
Material # 309653 lot # 2090557 it was reported by customer that there is a potential luer defect that may be contribute to leakage during operations in grade a, as referenced in dr (B)(4). Verbatim: rcc received a complaint via email. There is a potential luer defect that may be contribute to leakage during operations in grade a, as referenced in dr (B)(4). The material involved could not be definitively ruled out as a contributing factor in the investigation.

Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation a potential luer defect has been reported, which may be contributing to leakage. Due to the absence of a physical sample, our quality team was unable to conduct a thorough evaluation. To assist in the investigation, two photographs were provided for assessment. The photographs depict two syringes and a bag containing solution interconnected. No additional information could be obtained from the images. A device history record review was conducted for material number 309653, lot 2090557. The review did not reveal any quality issues detected during the production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the photo samples, the symptom reported by the customer could not be confirmed. Without the physical sample, a probable root cause could not be determined. We appreciate your effort in bringing this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.

Manufacturer narrative:
(B)(4) follow up, updated doe 07 apr 2025 a potential luer defect has been reported, which may be contributing to leakage. Due to the absence of a physical sample, our quality team was unable to conduct a thorough evaluation. To assist in the investigation, two photographs were provided for assessment. The photographs depict two syringes and a bag containing solution interconnected. No additional information could be obtained from the images. A device history record review was conducted for material number 309653, lot 2090557. The review did not reveal any quality issues detected during the production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the photo samples, the symptom reported by the customer could not be confirmed. Without the physical sample, a probable root cause could not be determined.

Event description:
Updated doe.